Event description:
It is reported that the customer had normal blood glucose levels of 120 mg/dl. The customer reported receiving failed self-test alarms from the insulin pump. As a result of said error, the insulin pump was unable to download and connect to carelink. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Unit alarmed a64 during self test due to faulty y1 on rf board. Unable to complete download due to a64 alarm. Unit received with scratched lcd window and cracked reservoir tube lip.